Manufacturer narrative:
Concomitant medications at the time of mi included abciximab and heparin. Additional information will be submitted within 30 days of receipt. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2012-00425 and 3003742446-2012-00426.

Manufacturer narrative:
Complaint conclusion: the report received from the (B)(4) study indicated that the patient experienced periprocedural myocardial infarction based on the received adjudication minutes. This is a (B)(6) female with medical history including angina (within past 6 weeks), hypertension, and history of allergy, hyperlipidemia, unstable angina pectoris, and current smoking. At the time of index procedure, the patient was enrolled in the study and had a total of two cypher stents implanted during the study index procedure: a 2.25 x 23 mm stent in the proximal right coronary artery (rca), and a 2.25 x 8 mm stent in the first obtuse marginal (om) branch. At 6-12 hours post index procedure, the ck-mb was peaked at 14 (5 unl). At 16-24 hours post index procedure, the ck peaked at 346 (229 unl) and ck-mb peaked at 30.5. This enzyme elevation event has been deemed by the cec committee to be an arc (peri-procedural pci) thus the file was coded for mi. The ECG core lab report was not available as there was no pre-procedure/baseline ECG tracing for comparison. The discharge summary noted that admitting diagnosis was acute infero-lateral myocardial injury and acute coronary artery disease involving right coronary artery and left circumflex. The site reported no post-procedure complications or post-procedure adverse events and the patient was discharged two days after the procedure on dual anti-platelet therapy. The stents remain implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15095437 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2012-00425 and 3003742446-2012-00426.

Event description:
The report received from the (B)(4) study indicated that the patient experienced periprocedural myocardial infarction post index based on the received adjudication minutes. At the time of index procedure, the patient was enrolled in the study and had a total of two cypher stents implanted during the study index procedure: a 2.25 x 23 mm stent in the proximal right coronary artery (rca), and a 2.25 x 8 mm stent in the first obtuse marginal (om) branch. At 6-12 hours post index procedure, the ck-mb peaked at 14 (5 unl). At 16-24 hours post index procedure, the ck peaked at 346 (229 unl) and ck-mb peaked at 30.5. The ECG core lab report was not available as there was no pre-procedure/baseline ECG tracing for comparison. The discharge summary noted that admitting diagnosis was acute anterolateral myocardial injury and acute coronary artery disease involving right coronary artery and left circumflex. The site reported no post-procedure complications or post-procedure adverse events and the patient was discharged two days after the procedure.